Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt on the vasoview hemopro 2 broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25098183, 25099953 and 25102803 the last three lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).